Event description:
The information provided to sjm indicated the patient underwent aortic valve replacement surgery due to aortic stenosis. Postoperatively the patient suffered cardiopulmonary arrest requiring a CABG procedure. The physician stated he found no problem with the valve and there was no thrombus formation. The physician believed it was likely the valsalva sinus did not expand due to the patient's deteriorated cardiac function and low blood pressure which caused the leaflets of the valve to get closer to the valsalva sinus resulting in insufficient blood flow to the distal left coronary artery. The patient remains hospitalized in the intensive care unit.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. There was no evidence of the valve not functioning appropriately and it was believed the high gradient was caused by the valsalva sinus not expanding due to the patient's deteriorating cardiac function and low blood pressure.